Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the left anterior descending artery (lad). While trying to reach the lesion with a taxus express2 3.0 x 24 mm stent the physician was unable to cross the target lesion. The physician pushed a little harder on the catheter in an attempt to cross the lesion, however, the catheter fractured. The fractured taxus stent was removed and a new taxus express2 3.0 x 24 mm stent was used to successfully complete the procedure. No pt injury or complications was reported. Pt status is reported to be "satisfactory/good."